Event description:
Pt had suffered a myocardial infarction (mi) and that the previously placed cypher stent was found to be 100% occluded. The event was reported to have occurred approximately twenty-five (25) months after the index procedure. Additional information received from the physician indicated that the patient had an inferior wall mi and in-stent-restenosis of the previously placed cypher stent.